Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the recharging issues was that the patient's ins was implanted too deep. The rep was unable to connect to the ins using the clinician programmer, patient programmer, and ins recharger. The patient was to get a battery revision/replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was having issues charging, as their recharger was showing that they had zero coupling bars. The clinician programmer 8840 was showing a ¿neurostimulator batteries are depleted, replace batteries now¿ error message. The manufacturer representative was inquiring how long it would take the patient to charge to a quarter with no bars. It was reviewed this could take upwards of 11 hours, which the patient could perform over several recharging sessions if needed, but one consecutive session would be preferred. It was noted that the issue started as soon as the patient was implanted on (B)(6) 2017. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.